Event description:
It has been reported to philips that, geometry did not work. System was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) checked the event log of the system, and found errors that point to a possible failure in one of the power supplies of the r cabinet. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the geometry did not work. Review of the system log file showed possible failure of one of the power supplies in cabinet r. The philips field service engineer (fse) visited onsite and confirmed that tsm and tso did not work. Upon functional testing, the fse found that f21 fuse is failure in cabinet m. To resolve this issue, the philips field service engineer replaced the f21 fuse. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.